Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 5 months following transcatheter aortic valve replacement (tavr) procedure to implant a 26 mm sapien 3 ultra valve via transfemoral access, the valve was explanted due to stenosis.